Manufacturer narrative:
The device was returned for evaluation. Based on the results of the investigation, it is likely that the following led to the malfunction: a probable cause could not be provided should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the ultrasound gastrovideoscope had a gap in the adhesive part between the distal end cover and ultrasonic probe & that there was not enough adhesive on the screw hole of the distal end cover. It was also noted that the adhesive around the acoustic lens was chipped and debris may fall inside the body. There was no patient involvement.